Event description:
The customer reported, the device's hard disk drive was making audible clicking noises and that the device was not functioning. The customer provided no patient-related info. No adverse events were reported.

Manufacturer narrative:
The device has been received for evaluation. A supplemental report will be submitted upon completion of the investigation.